Event description:
The customer reported to olympus, scope communication error "b30" occurred with the evis exera iii video system center during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the legal manufacturer¿s investigation, and as a result of an onsite repair, it was determined, that the cause of the phenomenon was the failure of the clv-190 ((B)(6)) ,used in combination with cv-190. Resulting to the b30 error. After exchanging the clv-190 with a loaner device, the defect did not occur again. The respective clv-190 light source was returned, and the event was not reproduced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.